Manufacturer narrative:
(B)(4). Duckbill, leak test failure. Missing universal seal assembly. The analysis results found that device (a) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) found that the obturator and the universal seal assembly were not received for evaluation. Therefore, no testing could be performed to evaluate the reported insufflation issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking. There were no patient consequences reported. There is no additional information available.